Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any damage/assembly errors. Reason for return was not confirmed for any visual damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b.1. Updated to adverse event and product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of a custom tubing pack and fusion oxygenator, there was a presence of air in the left cardiac sections. While maintaining the patient on cardiopulmonary bypass, air evacuation from the left sections of the cardiac chambers was performed using a suction line placed in the right superior pulmonary vein and direct needle puncture at the apex of the left ventricle. These maneuvers were conducted with the patient in the trendelenburg position to allow the air to accumulate at the apex of the heart. Upon complete evacuation of the air, standard weaning procedures from cardiopulmonary bypass and closure of the intervention were resumed. No defects in the device were identified during the visual inspection or in the report of data recorded by the heart-lung machine, which is also equipped with an air bubble detector. The devices were used to complete the procedure. Medtronic received additional information that no visible air was confirmed to be present in the tubings of the pack and no visible air in the system. The adverse event (ae) was not device, procedure or therapy related. The device was confirmed to be used with an oxygenator. During weaning from cardiopulmonary bypass (cpb), after performing coronary artery bypass grafting and declamping the aorta with spontaneous recovery of cardiac contractile activity, transesophageal echocardiographic (tee) monitoring revealed the presence of air in the left cardiac chambers. No bubbles were observed. Pulmonary vent and suction devices were used. There was no further adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.